Event description:
The customer reported that the pca delivered an incorrect dose. No intended programming parameters or other event details were provided. There was no patient harm.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
Additional information: the customer¿s report that the pca delivered an incorrect dose was confirmed. Analysis of the event log showed that hydromorphone 10mg/50 ml (0.2mg/ml) infused on (B)(6) 2015 between the hours of 09:52am and 11:17am with the pca dose at 1mg, the continuous dose at 1mg/hr (rate= 5ml/hr), max limit at 7mg/1hr and the lock out at 10 minutes. The total volume infused for this programmed infusion was approximately 24ml. At approximately 11:18 am a new program was started for hydromorphone 110mg/55ml (2mg/ml) but the user did not complete the programming. Instead the syringe was manipulated after having selected the concentration resulting in the concentration selection being cancelled. The user then selected the restore key, and started the infusion with the original concentration of 10mg/50ml. The infusion ran from 11:20am to 02:20pm on (B)(6) 2015 when it was terminated by the user after a near end of infusion alarm occurred. The total volume infused for the second infusion was approximately 49ml. The root cause for the reported event is attributed to user programming.

Event description:
The customer reported that pca was set up to deliver hydromorphone standard concentration 10mg/50ml in a 60 ml syringe, both continuous and pca, 1mg/hr continuous, 1mg pca dose, 10 minute delay, and 7mg per hour max limit. The syringe was later changed to hydromorphone high concentration 110mg/55ml in a 60 ml syringe, with the same dosage, and the staff attempted to reprogram the unit to reflect the high concentration. Later they noticed that the syringe was emptying too fast and stopped the infusion. The patient was ordered to be transferred to a higher level of care for increased monitoring. No subsequent harm was reported.